Event description:
It was reported that during an unk procedure, the jaw's cushion of the device fell off during the procedure and did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Evaluation summary - the devices were returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damaged of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.